Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. Physical condition was undamaged. Device passed performance testing, including lock-off leak test. Investigation could not verify if the customers gas supply hose was contributing to the issue because it was not sent in with the device. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace input fitting and gas supply indicator set as a preventative measure. No problems or issues were identified during this device history record review.

Manufacturer narrative:
No product was returned for investigation. DHR review was done with lot number provided and all the devices had passed al tests and checks.

Event description:
It was reported that the unit was leaking. This was discovered during maintenance with no patient involvement or harm.